Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer reverted to manual injections as they did not have additional supplies available. The customer's blood glucose level was 174 mg/dl and it was addressed with a manual injection.